Event description:
Per received report: the procedure was coil embolization for vertebral artery dissecting aneurysm that was moderately tortuous and was not calcified. During the procedure, after two deltapaq were detached, the physician could not detach a deltaplush ((B)(4), complaint product). When he replaced the enpower and the control cable for a new one, but he could not detach the deltaplush, so he replaced the deltaplush for a new one ((B)(4), lot unknown), he was able to detach it using the same enpower. The lot number of the dcb and the cable were unknown. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the deltaplush, cable and dcb by visual inspection. It is unknown if any damages were noticed on the complaint product after the event. The complaint product is going to be returned for evaluation. No additional information is available. No additional information on detachment control box (dcb) and connecting cable (ecb) was provided. Per response received from affiliate, no additional information regarding the event is deemed available.

Manufacturer narrative:
During a coil embolization of a dissecting vertebral artery aneurysm after detaching two deltapaq coils, the deltaplush (cpl100152-30/g11423) could not be detached. The enpower detachment control box (dcb) and control cable (cc) were exchanged for new ones, but the deltaplush still could not be detached. The deltaplush was then exchanged for a new one (cpl100152-30, lot unknown) which was able to be detached using the same dcb. The lot number of the dcb and cc are unknown. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the deltaplush, cable or dcb by visual inspection. It is unknown if any damages were noticed on the complaint product after the event. The complaint product is going to be returned for evaluation. No additional information is available. The device positioning unit (dpu) failed electrical testing. Located 30.0cm off the proximal end, the core wire is severely kinked. At this location it was found that the electrical wires were mechanically severed. The most likely root cause for the nondetachment of the coil in the aneurysm was due to damaged wiring which may have been caused by the bent core wire. However, the circumstances of exactly how this damage occurred cannot be determined except it was caused by mechanical means. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It was unable to be confirmed that pre-use verification was preformed; however, it was reported that the procedure was conducted according to the IFU, which outlines verification of functionality of the micrus microcoil delivery system prior to use and to replacement of the unit if it does not pass. Although no definitive conclusion can be made it appears that procedural factors/device manipulation may have contributed to the reported failure to detach. With review of the analysis along with the provided information, although no definitive root cause conclusion can be made there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.